Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating that the brush head was falling off of his/her toothbrush when he/she used it. No injury was reported.